Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered bodily injuries. Injuries and or symptoms include constant infections, chronic vaginal pain, painful sexual intercourse, recurrence of stress urinary incontinence and mesh erosion.